Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, not available at time of report .

Event description:
The customer reported a patient incident and indicated that if their equipment ¿compass¿, which provides the name associated with the antenna a unit is connected to, was working, they would have been able to attend the patient more quickly. The customer indicated a patient cardiac event.

Manufacturer narrative:
A philips field service engineer (fse), along with philips national service support (nss) confirmed the report of the equipment "compass" not working. The fse and nss determined that there was a software issue with the antenna controller, due to manual entry by philips, that caused this issue. The fse modified the apc configuration in apc gui. The dhcp setting in the ¿group defaults¿ were then changed. The fse then rebooted all access points (aps) on the system. The fse ran an apc upgrader until the fse found had zero errors. Network scan were then run and saved. The fse then had to standby/resume all mx40 sectors with wrong friendly ap device location. This refreshed the mx40s and showed the proper names. This resolved all the device location issues. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.